Event description:
The problem was observed on 5/4/99. Rptr attempted to use the set with a nitroglycerin drip in a glass bottle, for which the vented feature was required. Fluid would not flow. Multiple attempts were made with three different bottles of nitroglycerin and three different sets from this batch by several staff experienced in the use of these administration sets. None of the sets from this would work. Switched to another lot and no further problems were experienced.